Event description:
It was reported that there was small left superficial cranial incision dehiscence overlying the implantable neurostimulator (ins) electrode. It was noted that it was non-infected. It was further noted that there was a revision of the left ins incision site overlying the bur hole. Lab work results showed normal complete blood count (cbc), normal ¿differentl¿, normal ¿coag, normal ¿basic metab¿ except ¿lower k¿ (3.8) and increased creatinine (0.59). Examination/palpation showed a clear ¿defect¿ in the incision line overlying the ins electrode on the left. Etiology was unlikely related to the device or therapy and related to the implant procedure. Signs and symptoms included oozing. There was no purulent drainage from the left superficial cranial incision. The severity was mild. The patient¿s outcome was resolved without sequelae.

Manufacturer narrative:
Product ID: 3389s-40, lot# v798257, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v798257, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).